Event description:
The complainant stated when the bed is placed into brake, the brakes seem to want to come back out into neutral. The nurses are reporting that bed will roll when in brake.

Manufacturer narrative:
The account's maintenance replaced the caster to repair the bed.